Event description:
To clarify, the following information previously reported no longer belongs to this manufacturing report: ¿patient had experienced acute pain, especially in the left leg and low-mid back. As of the date of this report patient was at home and was working with the healthcare provider (hcp) to try different medications and dosage levels. Patient tried to give herself a bolus about 4 days ago and ended up making her leg very weak and had not tried giving herself a bolus since. Patient¿s medication was changed about a weak and half ago.¿

Event description:
It was reported that over the weekend of (B)(6) 2012, patient had emergency surgery since her catheter came out. Patient had experienced terrible headaches and had fluid that gathered around the pump and her back. Patient did not go through any withdrawal symptoms or hear any alarming. Patient had not had issues with the catheter since the surgery. Patient had experienced acute pain, especially in the left leg and low-mid back. As of the date of this report patient was at home and was working with the healthcare provider (hcp) to try different medications and dosage levels. Patient tried to give herself a bolus about (B)(6) days ago and ended up making her leg very weak and had not tried giving herself a bolus since. Patient had had three surgeries about 5 years ago; one of the surgeries included fusion surgery that essentially damaged her sciatic nerve and patient had arachnoiditis which was indicated as the cause of pain in her left leg. Patient's medication was changed about a (B)(6) ago. Drugs delivered via the device were morphine, hydromorphone and bupivacaine.

Manufacturer narrative:
Programmer: model: 8835, serial# (B)(4); catheter: model: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).